Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Admitting diagnosis: double-hit lymphoma (double hit dlcbl). Relevant history: appears to be the 1st cycle. Although requested, information on race and ethnicity were not provided.

Event description:
It was reported from the oncology floor, during a 24 hour etoposide 120mg/doxorubicin 24mg/vincristine 0.4mg in 500ml normal saline infusion, the filter leaked. The event occurred on the last day of the 4 day cycle. Upon inspection, the leak appeared to be coming from the "pinholes" on the side of the filter. Gauze was wrapped around the filter to stop the leak. The bag and tubing set were changed about every 22 hours. There was no patient harm.